Manufacturer narrative:
H6: updated method and results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6) . Operative report. This is re-dictated since the last dictation did not appear fully accurate. Preoperative diagnosis: incisional hernia, abdominal wall and skin and subcutaneous tissue with redundancy affecting the patient¿s cleanliness. Postoperative diagnosis: incisional hernia, abdominal wall and skin and subcutaneous tissue with redundancy affecting the patient¿s cleanliness. Operations: abdominoplasty. Repair of massive incisional hernia. Lysis of adhesions. Freeing of partial bowel obstruction. Freeing of adhesions from the bowel wall. Assistant: don drinkwater, pa-c. Anesthesia: general. Estimated blood loss: 600 ml. Postop condition: stable. Indication for surgery: this patient was seen in the office with incisional hernia several months ago. She apparently weighed over 500 pounds and has lost about 200 in weight. The patient had morbid obesity surgery before, but her weight has stabilized. She has developed an incisional hernia and wants this repaired. She also has excessive skin and subcutaneous tissue which covers the groin area and there is marked inflammation in the skin fold because of lack of ability to keep this area clean, as well as sweating because of the excessive skin and subcutaneous tissue. The patient was asked to lose as much weight as she could so if there is going to be more redundancy of the skin, we desired to take care of it at the time of her incisional herniorrhaphy as opposed to bringing her back at a later stage. The patient was seen initially weekly and then monthly until her weight had stabilized. It was very obvious that she was not losing any more weight, in fact she started gaining a little bit. Description of procedure: ¿at this time, after discussion of the risks and benefits of surgery that include death, pulmonary embolus, wound infection, etc. Associated with a patient still obviously morbidly obese, she was brought to the operation room. We had discussed with the patient that we may have to remove the umbilicus with it because that is where most of the hernia is and she is totally agreeable with this. Superiorly and inferiorly the amount of skin that we were going to remove was marked with a marking pen. It was roughly 60 cm in length and 20 cm in width. The tissue that was eventually removed, weighed and was about 11 pounds. Superiorly the skin and subcutaneous tissue was divided with a #10 blade, then cautery to the fascia and inferiorly we did the same, then the skin and subcutaneous tissue were removed. The wound was irrigated copiously with antibiotic irrigation. Because the patient had been so morbidly obese, all the vessels are very large and very vascular, both venous and arterial. We did a combination of suture ligature tie, as well as cautery; 3-0 silk was utilized. Having removed these, the hernia because very obvious. I utilized #0 nylon, starting from one end and after closure until the muscle was quite tight. Two jackson-pratt drains were placed on either side and the skin was stapled. The drain was secured is place with 3-0 ethilon. The patient was taken to the recovery room in stable condition.¿ (B)(6) 2005: (B)(6) . Pathology report. Accession #: s05-6531. Clinical history: incisional hernia. Specimen: abdominal wall. Final pathologic diagnosis: abdominal wall tissue, removal: a. Benign soft tissue including fibrous stroma and adipose tissue. B. Areas of macrophage aggregation with foreign body giant cell reaction. C. Mild multifocal chronic inflammation present. D. No necrosis or abscess formation identified. E. No malignant aggregates, monomorphic infiltrates or any granulomata identified. F. Focally, benign skin. G. No neoplasia identified. H. Clinically, incisional hernia. (B)(6) 2005: (B)(6) . Discharge summary. Final diagnosis: incisional hernia, abdominal wall with marked redundancy of skin and subcutaneous tissue, causing difficulty with cleanliness. Hospital course: admitted postoperatively for observation surgical wounds and management likely postoperative pain and ileus. She had jp drains placed in the subcutaneous incision space for drainage of likely postoperative oozing. Postoperative day 1, doing fair. Later afternoon, patient was having severe pain, intermittently unresponsive to verbal and physical stimulus and had severe drop in hemoglobin blood cell count. Patient began transfusion of packed red blood cells. Did have increase in drainage around her wound saturating several abdominal dressing pads. Patient slowly responded to her transfusion. Ordered strict bedrest and transferred to intensive care unit. Patient had great difficulty with pain. Continued to improve. By day 4 patient was having bowl movements and tolerating liquids and advance to full liquid diet. Patient discharged home. Given instructions on jackson-pratt care. She is not to lift, push, pull greater than 10 pounds x 4 weeks. She is to wear abdominal binder when out of bed or efforting [sic] to get up out of chair or bed. (B)(6) 2007: (B)(6) . Operative report. Preoperative diagnoses: incisional hernia, morbid obesity. Postoperative diagnoses: dense adhesions throughout the abdomen, incisional hernia, morbid obesity. Operation: laparoscopic lysis of dense adhesions, this took about an hour and a half of surgery, followed laparoscopic recurrent incarcerated incisional hernia utilizing dualmesh graft. Attending physician: (B)(6) . Assistant: (B)(6) . Anesthesia: general plus 10 ml 0.50% marcaine. Postoperative condition: stable. Description of procedure: ¿the patient was scrubbed and draped in the usual sterile fashion. An incision was made in the area of the incisional hernia. This was extended the length of the fascia which was lifted from the peritoneal cavity. It was divided in layers until we got into the peritoneal cavity. I finally freed a space of adhesion in the left upper quadrant of the abdomen. The origin trocar was inserted through the abdominal wall. The trocar was inserted into the left upper quadrant of the abdomen. An 11 trocar was placed in the pubic area and another one in the right lateral aspect of the abdomen. Utilizing these, I freed the adhesions between the abdominal wall and the peritoneal cavity and having freed the loop of greater omentum which was stuck in the hernia sac, the defect was measured. It was equivalent to a size 10 x 15 so a 10 x 15 dualmesh graft was sutured in the four quadrants including the middle portion, was brought out against the anterior abdominal wall and it was tacked. Two layers of tacking was performed. Pressure from the incision did not reveal any weakness. At this time the wound was irrigated with antibiotic irrigation. The wound was closed utilizing polydioxanone suture for the fascia, 0 chromic, 4-0 vicryl. The wound was injected with 0.50% marcaine with epinephrine. Bandage was applied to the skin. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 2007: (B)(6) . Operative record. Implant sticker. Laparoscopic repair incisional hernia with mesh. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 04693565. W.l. Gore & associates. Use by 2009-10-19. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04693565) was implanted during the procedure. (B)(6) 2015: (B)(6) . History and physical. History of gastric bypass, hernia repair x 2, cesarean section x 2, right breast cancer 2009, asthma (B)(6) 2015. Impression/plan: recurrent incisional hernia, r/b/a [risk/benefits/alternatives] of open repair with likely mesh removal. (B)(6) 2015: (B)(6) . Operative report. Preoperative diagnosis: multiple recurrent incision hernia. Postoperative diagnosis: multiple recurrent incisional hernia (6 x 4 cm defect). Procedures: 1) open retrorectus repair of incisional hernia for multiple recurrent incision hernia with mesh (25 x 15 cm sofmesh). 2) excision of previous mesh (dualmesh). Assistant: benjamin r. Gerber, md/hs. Anesthesia: general. Blood loss: 50 ml. Fluids: 1500 ml crystalloid. Urine output: 75 ml. Complications: none. Specimen: previous mesh to pathology. Findings: 1) previous dualmesh within the hernia sac measured 6 x 4 cm. 2) previous dualmesh completely excised. 3) retrorectus repair with 25 x 15 cm sofmesh with four transfascial sutures. 4) tension measurements obtained. Indication: ms. Shiver is a 44-year-old female who has previously undergone a gastric bypass. She underwent a panniculectomy with primary repair of a hernia in 2005. This recurred and she underwent laparoscopic repair in 2007 with dualmesh. She has subsequently developed a recurrent hernia with mesh in the hernia sac on computerized tomography (CT) that is symptomatic. The risks, benefits, and alternatives of open repair and removal of mesh were discussed in detail with the patient. She understood and wished to proceed. Procedure in detail: ¿after the patient was appropriately anesthetized, the abdomen was prepped and draped in normal sterile fashion. A 20 cm midline incision was made over her previous incision. Bovie electrocautery was used to dissect through subcutaneous tissue down to the linea alba. At this time the bovie electrocautery was used to open the linea alba and the posterior fascia and peritoneum. This was done above the mesh. At this time, we were able to take down adhesions on the right and left of the abdominal wall. They were mostly omentum. These were done sharply with scissors. At this time, we were able to see the mesh intra-abdominally, it was quite contracted and there was some fluid with the mesh. At this time, we were able to completely excise the mesh. There were tacks and sutures affixing the mesh. These were all excised with the mesh. Once the entire mesh was excised, it was passed off as specimen. The remainder of the fascia was open along the length of the incision. At this time, open lysis of adhesions was sharply to clear the entire abdominal wall adhesions and hernia defect was measured to be 6 x 4 cm. At this time tension measurements were obtained and approximately size total pounds. At this time, we decided to perform a retrorectus repair and the posterior rectus sheath on the right and left were opened along the length of the incision. This was somewhat difficult around the other mesh but we were able to completely dissect the posterior rectus sheath to the linea semilunaris. At this time, tension measurements were again obtained and they had been cut in half to approximately 2.5 cm. Therefore, we felt like we did not need component separation as the posterior rectus sheath was able to closed with 0 vicryl running suture. Prior to this, the needle, sponge, and instruments counts were reported to us as correct with no foreign bodies within the abdomen. At this time, a 30 x 30 cm sofmesh was cut to 15 x 25 cm and placed in the retrorectus space. It was secured and fixated with four #1 polydioxanone sutures done transfascially using a suture-passer and malleable under direct vision. At this time the mesh was noted to be in good position with wide overlap of the hernia defect. The wound was irrigated. Two flat jackson-pratt drains were placed above the mesh through small stab incisions in the right and left lower quadrants. The 20 cm incision was closed with 96 cm of #1 polydioxanone running suture. The wound was irrigated and the skin was closed with skin staples. The drains were sutured in with 2-0 nylon sutures and skin glue was placed over the transfascial suture site. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ [missing records: records for CT showing ¿recurrent hernia with mesh in the hernia sac¿ were not provided.] [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2015 procedure was not provided.] (B)(6) 2015: (B)(6) . Discharge summary. Discharge diagnosis: ventral hernia, obesity, asthma. Hospital course: patient followed typical post-operative course and discharged home when pain controlled with po [by mouth] meds and tolerating a regular diet. Discharge activity: no heavy lifting for 6 weeks. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: [facility ni]. (B)(6). Office visit. Here to reschedule ventral hernia repair. Wt. 322, ht. 5¿3. Impression: incisional hernia, abdominal wall excessive skin. Plan: abdominoplasty. Incisional hernia repair. [Illegible]. (B)(6) 2005: (B)(4). [Illegible signature]. Consultation. Diagnosis: asthma, stable. Recommendations: combivent, dvt prophylaxis. (B)(6) 2005: prescription for pain medication; follow up with dr. (B)(6) the following tuesday. 2005: [missing records: follow up records with dr. (B)(6) were not provided.] (B)(6) 2015: (B)(6) medical center. Implant sticker. Bard soft mesh. Records span 06/07/2005 ¿ 07/01/2015. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn.¿ previous patient codes (1994, 2240, 3191: appropriate term/code not available for ¿contraction¿) were reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span june 7, 2005 through july 1, 2015 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. ¿ medical records from june 27, 2005 through april 24, 2007; and april 26, 2007 through june 28, 2015 were not provided. Patient information: medical history: ¿ obesity: (B)(6) 2005: 322 lbs., bmi 57. (B)(6) 2005: ¿she apparently weighed over 500 pounds and has lost about 200 in weight.¿ (B)(6) 2011: 338 lbs., bmi 59.8. Hypertension, ¿ (B)(6) 2005: incisional hernia, ¿ (B)(6) 2005: asthma, ¿ 2009: right breast cancer. Surgical procedures: ¿ unknown dates: cesarean section x 2. ¿ unknown date: bilateral tubal ligation, dilation and curettage. ¿ (B)(6) 2003: roux-en-y gastric bypass with cholecystectomy. ¿ 2005: panniculectomy with primary repair of hernia. ¿ (B)(6) 2005: abdominoplasty. Repair of massive incisional hernia. Lysis of adhesions. Freeing of partial bowel obstruction. Freeing of adhesions from the bowel wall. ¿ (B)(6) 2007: laparoscopic lysis of dense adhesions, this took about an hour and a half of surgery, followed laparoscopic recurrent incarcerated incisional hernia utilizing dualmesh graft. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2011: dilation and curettage. ¿ (B)(6) 2015: open retrorectus repair of incisional hernia for multiple recurrent incision hernia with mesh (25 x 15 cm sofmesh). Excision of previous mesh (dualmesh). Implant: bard soft mesh. Relevant medical information: ¿ (B)(6) 2005: abdominoplasty. Repair of massive incisional hernia. Lysis of adhesions. Freeing of partial bowel obstruction. Freeing of adhesions from the bowel wall. Indication: ¿this patient was seen in the office with incisional hernia several months ago. She apparently weighed over 500 pounds and has lost about 200 in weight. The patient had morbid obesity surgery before, but her weight has stabilized. She has developed an incisional hernia and wants this repaired. She also has excessive skin and subcutaneous tissue which covers the groin area and there is marked inflammation in the skin fold because of lack of ability to keep this area clean, as well as sweating because of the excessive skin and subcutaneous tissue. The patient was asked to lose as much weight as she could so if there is going to be more redundancy of the skin, we desired to take care of it at the time of her incisional herniorrhaphy as opposed to bringing her back at a later stage. The patient was seen initially weekly and then monthly until her weight had stabilized. It was very obvious that she was not losing any more weight, in fact she started gaining a little bit.¿ procedure: ¿at this time, after discussion of the risks and benefits of surgery that include death, pulmonary embolus, wound infection, etc. Associated with a patient still obviously morbidly obese, she was brought to the operation room. We had discussed with the patient that we may have to remove the umbilicus with it because that is where most of the hernia is and she is totally agreeable with this. Superiorly and inferiorly the amount of skin that we were going to remove was marked with a marking pen. It was roughly 60 cm in length and 20 cm in width. The tissue that was eventually removed, weighed and was about 11 pounds. Superiorly the skin and subcutaneous tissue was divided with a #10 blade, then cautery to the fascia and inferiorly we did the same, then the skin and subcutaneous tissue were removed. The wound was irrigated copiously with antibiotic irrigation. Because the patient had been so morbidly obese, all the vessels are very large and very vascular, both venous and arterial. We did a combination of suture ligature tie, as well as cautery; 3-0 silk was utilized. Having removed these, the hernia because [sic] very obvious. I utilized #0 nylon, starting from one end and after closure until the muscle was quite tight. Two jackson-pratt drains were placed on either side and the skin was stapled. The drain was secured is (sic) place with 3-0 ethilon.¿ (B)(6) 2005: pathology: ¿abdominal wall tissue, removal: a. Benign soft tissue including fibrous stroma and adipose tissue. B. Areas of macrophage aggregation with foreign body giant cell reaction. C. Mild multifocal chronic inflammation present. D. No necrosis or abscess formation identified. E. No malignant aggregates, monomorphic infiltrates or any granulomata identified. F. Focally, benign skin. G. No neoplasia identified. H. Clinically, incisional hernia.¿ (B)(6) 2005: discharge summary. ¿postoperative day 1, doing fair. Later afternoon, patient was having severe pain, intermittently unresponsive to verbal and physical stimulus and had severe drop in hemoglobin blood cell count. Patient began transfusion of packed red blood cells. Did have increase in drainage around her wound saturating several abdominal dressing pads. Patient slowly responded to her transfusion. Ordered strict bedrest and transferred to intensive care unit. Patient had great difficulty with pain. Continued to improve.¿ ¿patient discharged home. Given instructions on jackson-pratt care. She is not to lift, push, pull greater than 10 pounds x 4 weeks. Follow up the following tuesday.¿ implant preoperative complaints: ¿ (B)(6) 2007: ¿preoperative diagnoses: incisional hernia, morbid obesity.¿ implant procedure: laparoscopic lysis of dense adhesions, this took about an hour and a half of surgery, followed laparoscopic recurrent incarcerated incisional hernia utilizing dualmesh graft. [Implant: gore® dualmesh® plus biomaterial 1dlmcp03/04693565, 10cm x 15cm x 1mm thick, oval] implant date: (B)(6) 2007. ¿ wound classification: not provided. ¿ description of hernia being treated: ¿an incision was made in the area of the incisional hernia. This was extended the length of the fascia which was lifted from the peritoneal cavity. It was divided in layers until we got into the peritoneal cavity. I finally freed a space of adhesion in the left upper quadrant of the abdomen. The origin trocar was inserted through the abdominal wall. The trocar was inserted into the left upper quadrant of the abdomen. An 11 trocar was placed in the pubic area and another one in the right lateral aspect of the abdomen. Utilizing these, I freed the adhesions between the abdominal wall and the peritoneal cavity and having freed the loop of greater omentum which was stuck in the hernia sac, the defect was measured.¿ ¿ implant size and fixation: ¿it was equivalent to a size 10 x 15 so a 10 x 15 dualmesh graft was sutured in the four quadrants including the middle portion, was brought out against the anterior abdominal wall and it was tacked. Two layers of tacking was performed. Pressure from the incision did not reveal any weakness. At this time the wound was irrigated with antibiotic irrigation. The wound was closed utilizing polydioxanone suture for the fascia, 0 chromic, 4-0 vicryl. The wound was injected with 0.50% marcaine with epinephrine. Bandage was applied to the skin.¿ explant preoperative complaints: ¿ (B)(6) 2015: ¿recurrent incisional hernia, r/b/a [risk/benefits/alternatives] of open repair with likely mesh removal.¿ ¿ (B)(6) 2015: "¿ has previously undergone a gastric bypass. She underwent a panniculectomy with primary repair of a hernia in 2005. This recurred and she underwent laparoscopic repair in 2007 with dualmesh. She has subsequently developed a recurrent hernia with mesh in the hernia sac on computerized tomography [CT] that is symptomatic.¿ explant procedure: open retrorectus repair of incisional hernia for multiple recurrent incision hernia with mesh [25 x 15 cm sofmesh]. Excision of previous mesh [dualmesh].[implant: bard soft mesh]. Explant date: (B)(6) 2015 [hospitalization dates: (B)(6) 2015]. ¿ wound classification: not provided. ¿ findings: ¿1. Previous dualmesh within the hernia sac measured 6 x 4 cm. 2. Previous dualmesh completely excised. 3. Retrorectus repair with 25 x 15 cm sofmesh with four transfacial sutures. 4. Tension measurements obtained.¿ ¿ procedure: ¿a 20 cm midline incision was made over her previous incision. Bovie electrocautery was used to dissect through subcutaneous tissue down to the linea alba. At this time the bovie electrocautery was used to open the linea alba and the posterior fascia and peritoneum. This was done above the mesh. At this time, we were able to take down adhesions on the right and left of the abdominal wall. They were mostly omentum. These were done sharply with scissors. At this time, we were able to see the mesh intra-abdominally, it was quite contracted and there was some fluid with the mesh. At this time, we were able to completely excise the mesh. There were tacks and sutures affixing the mesh. These were all excised with the mesh. Once the entire mesh was excised, it was passed off as specimen. The remainder of the fascia was open along the length of the incision. At this time, open lysis of adhesions was sharply to clear the entire abdominal wall adhesions and hernia defect was measured to be 6 x 4 cm. At this time tension measurements were obtained and approximately size total pounds. At this time, we decided to perform a retrorectus repair and the posterior rectus sheath on the right and left were opened along the length of the incision. This was somewhat difficult around the other mesh but we were able to completely dissect the posterior rectus sheath to the linea semilunaris. At this time, tension measurements were again obtained and they had been cut in half to approximately 2.5 cm. Therefore, we felt like we did not need component separation as the posterior rectus sheath was able to closed with 0 vicryl running suture. Prior to this, the needle, sponge, and instruments counts were reported to us as correct with no foreign bodies within the abdomen. At this time, a 30 x 30 cm sofmesh was cut to 15 x 25 cm and placed in the retrorectus space. It was secured and fixated with four #1 polydioxanone sutures done transfascially using a suture-passer and malleable under direct vision. At this time the mesh was noted to be in good position with wide overlap of the hernia defect. The wound was irrigated. Two flat jackson-pratt drains were placed above the mesh through small stab incisions in the right and left lower quadrants. The 20 cm incision was closed with 96 cm of #1 polydioxanone running suture. The wound was irrigated and the skin was closed with skin staples. The drains were sutured in with 2-0 nylon sutures and skin glue was placed over the transfacial suture site.¿ ¿ (B)(6) 2015: specimen: ¿previous mesh to pathology.¿ pathology for specimens removed during the 06/29/15 procedure was not provided. ¿ (B)(6) 2015: discharge summary: ¿no heavy lifting for 6 weeks.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. The instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04693565. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent hernia, contraction, migration, removal of mesh, and pain. Additional event specific information was not provided.